Manufacturer narrative:
Other, other text: one level 1 hotline low flow system was returned for analysis. The device had a noisy pump, the lcd on the printed circuit board pcb was defective, enclosure was stained red in water tank, both covers were cracked, line cord was worn, and the pole clamp handle was broken. To test the device, the water tank was filled, attached temperature check, plugged in line cord and turned on the device. The issue was confirmed. There was a faulty lcd on the pcb. The pcb was replaced to resolve the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the lcd light was not working on the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.